Manufacturer narrative:
Voluntary distributor report narrative. The manufacturer, unimax medical systems inc., is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report conmed (B)(4) received notification of reported issues with a mini endo pocket specimen bag 3x4, catalog # sb534, lot 6252006036, that (B)(6) hospital, experienced on (B)(6) 2021. Information received indicates during a laparoscopic procedure, when the surgeon went to deploy the bag, they had trouble opening inside the patient. They couldn't open it fully and decided to abort and pull the endo catch out as a whole through the port. However, it was noticed the black rubber bit on the metal ring split and nearly came off in the patient's abdomen. A thorough inspection of the used endo catch was undertaken and found all the parts so none were left inside. They proceeded with another one which worked fine. The procedure was successfully completed with no impact or injury to the patient. No other information has been made available. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence due to previous FDA reporting for similar failures.